Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported adverse event was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) terminus using penumbra smart coils (smart coils). During the procedure, a thrombus formed. Four milligrams of integrillin was administered to treat the thrombus formation. This mild adverse event was considered resolved on the same day as the start day, (B)(6) 2017. This intraprocedural thrombus formation was adjudicated to have a definite relationship to the smart coil system.